Event description:
The customer reported a motor error alarm. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly and motor home switch. Unable to test for the motor error alarm due to the blank display.